Event description:
Inserting the sa60 lens when it slightly adhered to eye surface tissue and would not unfold. Physician attempted to pull lens wings out and remained adhered but eventually came off and the lens was inserted without further problems.